Event description:
During preparation for an atrial fibrillation procedure with the patient in the room, it was noted that the tactisys was flashing red and could not connect to the system which caused a procedural delay. The tactisys was replaced with a unit from another hospital, resolving the issue. The procedure was completed successfully without adverse consequences to the patient.

Manufacturer narrative:
One tactisys quartz sn (B)(6) was received into the lab for analysis. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event citing unestablished communication was successfully isolated to a depleted cmos battery. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.